Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient had a sidus head and anchor implanted on (B)(6) 2014. After approximately 2 years (on (B)(6) 2016), the patient underwent revision surgery, in order to change from a hemi shoulder to a total shoulder replacement. The change from a hemi shoulder to a total shoulder replacement was due to pain and clunking. Review of received data: the surgical reports of implantation and revision are available for review. In the surgical report of implantation dated (B)(6) 2014 it is noted that the glenoid is significantly retroverted. The glenoid was reamed by hand and improved the version. A 5-degree inversion was achieved but neutral version was not achieved. After reaming a bur was also used to smooth off the glenoid to make it as smooth and ridge free as possible. In view of the version it was decided not to resurface the glenoid. No other conspicuousness. In the surgical report of revision dated (B)(6) 2016 it is mentioned as diagnosis that the patient has pain due to glenoid erosion. The surgical notes describe the removal of the sidus head from the anchor without difficulty. The humeral anchor appeared to be fix and the membranous tissue from the anchor was sent for bacteriology. No evidence of infection. Attention was set to the glenoid. The glenoid was exposed with difficulty and an extensive capsular release had to be performed. Anterior reaming had to be performed to create near neutral version and a size 52 glenoid was an appropriate size. A 52 pegged glenoid was cemented in using antibiotic simplex cement (turbomycin) using first generation cementing techniques and pressurization. Good fixation of the glenoid was achieved. No other conspicuousness. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: according to the information received, the patient had a sidus humeral head and anchor implanted as hemi prosthesis (glenoid side was not replaced by an implant). Approximately 2 years after implantation, the patient underwent revision surgery to replace the sidus implant with a total shoulder prosthesis. The indication of the system change is patient pain due to glenoid erosion. In the implantation report it is noted that the glenoid is significantly retroverted. The glenoid was reamed by hand and improved the version. A 5-degree inversion was achieved but neutral version was not achieved. After reaming a bur was also used to smooth off the glenoid to make it as smooth and ridge free as possible. In view of the version it was decided not to resurface the glenoid. In the surgical report of revision is mentioned as diagnosis that the patient has pain due to glenoid erosion. In the notes no description of the glenoid appearance and quality is present. The available information evidences that it is patient condition (glenoid erosion) which lead to revision surgery. However, it is possible that the correction of the inversion during implantation could have potentially contributed to the reported glenoid erosion which lead to pain and conversion from hemi to total shoulder replacement. Conclusion summary the available information evidences that it is patient condition (glenoid erosion) which lead to revision surgery. However, it is possible that the correction of the inversion during implantation could have potentially contributed to the reported glenoid erosion which lead to pain and conversion from hemi to total shoulder replacement. In conclusion, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. A.s. Humeruskopf d 40 h 14; ref# 01.04212.400) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a sidus stem-free shoulder, humeral head, 46-16 on (B)(6) 2014. It was also reported: " glenoid erosion in combination with pain and clunking required insertion of glenoid pegged implant. Revision to total shoulder humeral prosthesis preserved plus all polyethylene glenoid cemented in." The revision surgery was performed on (B)(6) 2016.